Event description:
The pump under delivered. Reportedly, there was still 500 to 600 ml of solution left in the IV container when the pump indicated that 1000 ml had been delivered. The infusion rate of type of solution was not reported. No add'l specific clinical or pt info was able to be obtained. No pt injury was reported.